Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume (ldv) alarm. Baxter (B)(4) spoke with the care giver on (B)(6) 2012. She stated that night, she was only aware of a fibrin issue. She stated that the fibrin and the fact that the patient had peritonitis at the time had caused the alarm. There were no issues with the supplies. The patient was currently in a nursing home, but was due to come home soon. She was doing much better and recovering from peritonitis. Therapy since has been going well, and there were no adverse effects reported in relation to this event. Baxter (B)(4) contacted the registered nurse on (B)(6) 2012. She stated that she was not aware of the incident involving air in the patient line, but she did know that the patient had peritonitis. The peritonitis was related to the patient's therapy. On (B)(6) 2012 (B)(4) contacted the facility and spoke with the peritoneal dialysis nurse regarding this event. The nurse reported that on (B)(6) 2012 the patient was diagnosed with peritonitis. The patient was given antibiotics and is recovering. The nurse believes that the peritonitis was caused by touch contamination as this patient is in a nursing home. She does not believe that it was caused by any of baxter's products or the therapy itself. The patient has been retrained on proper aseptic technique. The patient is recovering. No further information was given at this time.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis report.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h11j30012, h11i07060 with no issues noted during the manufacturing process. There were no deviations from standard procedure. This complaint for use error - breach in aseptic technique is confirmed because the nurse reported that the patient made a touch contamination, which is a use error that can cause peritonitis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.